Event description:
It was reported that during a da vinci-assisted surgical procedure, error 26002 occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised the customer to perform a power-cycle of the system, however error 307 occurred when the customer installed an instrument on universal surgical manipulator (usm) 3. The customer performed a hard power-cycle with emergency power off (epo) but the issue persisted. The customer continued the procedure with usm3 disabled. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) 3 in accordance with isi procedures and the issue was resolved. The system was tested and verified as ready for use. Isi received the usm associated with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported event, however, was able to confirm via field system error logs. The error 26002 was triggered in the field with errors 25730, 32100 and other communication related errors. The unit was able to be driven intuitively on a system through its full range of motion with no errors. The unit was also tested on a patient side cart (psc) fixture test platform and passed the all required tests. Based on the field error logs, the same errors were still occurring even after this unit was replaced, suggesting the issue is still in the field system and not in this returned unit. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.